Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of x-rays provided. Additional information does not affect the root cause. Medical records review indicates that after the initial implant patient experienced pain and instability, revision surgery (B)(6) 2022 due to wear of the tibial bearing; femur and tibia no obvious signs of loosening; no intraoperative complications reported. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the initial medwatch. Updated: b4, b5, d1, d2, d4, d10, g1, g3, g4, g6, h1, h2, h4, h6 d10 - medical product: van ps open intl fem-rt 72.5 catalog # 183113 lot # 026170 biomet cc cruciate tray 79mm catalog # 141235 lot # j2559640 series a pat w/wire thn 37x8.6 catalog # 184728 lot # 259590 optivac total hip kit catalog # 417000 lot # 0000686993 cobalt g-hv bone cement 40g catalog # 402283 lot # 124680 cobalt g-hv bone cement 40g catalog # 402283 lot # 726250.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h1, h2, h3, h6, h11. H6: 4119 - insufficient information available is n/a which was reported on initial report. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Additional information does not affect the root cause if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported patient underwent a revision procedure ten years post implantation due to wear of the tibial bearing. The tibial bearing was replaced without complications. Attempts to obtain additional information have been made; however, no more is available.

Event description:
It was reported patient underwent a revision procedure ten years post implantation due to wear of the tibial bearing. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device was not returned. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. H3 other text : product location unknown.